Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient's physician reported that the patient had an open sore on her back under the lifevest. The patient's nurse reported that the patient was receiving wound care at the hospital that included a daily changing of the dressing and a disinfecting wound spray. Follow-up indicated that the wound was healing.